Manufacturer narrative:
Patient identifier should read (B)(6). There was no reported delay to the procedure due to this issue. Initial MDR states that a delay under one hour occurred.

Manufacturer narrative:
The emitter field generator was returned to the manufacturer for analysis. Investigation could not duplicate issue. The field generator was connected to a test system for a multi-hour burn-in test. The system remained in green status during all testing. Flexing the cable does not indicate any intermittent opens. Fully functional with no failure found.

Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement emitter shipped to site 01/18/2017. No parts have been received by manufacturer for analysis. On 02/01/2017 a medtronic ent representative, following-up at the site, reported replacing the emitter and the navigation system was functioning normally. No further issues have been reported.

Event description:
A medtronic representative received a report from a site biomed representative, that the operating room (or) staff found their navigation system emitter to be intermittently communicating with the navigation system. The issue occurred while in an ear, nose and throat (ent) procedure. The biomed representative noted that when they manipulate the emitter cable itself, the issue was resolved. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.